Event description:
It was reported that the patient experienced phrenic nerve stimulation at higher amplitudes. The left ventricular (lv) lead capture management was turned off. It was also reported there was lv lead dislodgment/ unstable location. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).